Manufacturer narrative:
Additional information (18-may-2021): the customer contacted the siemens customer care center (ccc) and a siemens customer service specialist (css) reviewed the information provided. There was no indication of quality control (qc) issues or issues with any other patient samples around the time of this incident. A definitive cause could not be determined with the information provided. Pre-analytical variables can affect the quality of the sample, and deviation from recommended best practices can impact results. System is operational. The instrument is performing according to specifications. No further evaluation of this device is required. Siemens filed the initial MDR 2432235-2021-00101 on 30-apr-2021.

Manufacturer narrative:
Siemens filed the initial MDR 2432235-2021-00101 on 30-apr-2021. Siemens filed the follow-up MDR 2432235-2021-00101_s1 on 02-jun-2021. Additional information (08-jun-2021): section b5 and b6 were updated to included which results were considered correct and reported. Section d8 was updated as the device was serviced by a third party.

Event description:
A discordant, falsely elevated high-sensitivity troponin I (tnih) patient sample result was obtained on a an atellica im 1600 instrument. The initial result was not reported to the physician(s). The same sample was repeated on the same instrument twice and a newly drawn sample was repeated on the same instrument twice. The repeated results, 15.67 ng/l and 17.92 ng/l, were reported, as the correct results, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely elevated result.

Manufacturer narrative:
Siemens is investigating this issue.

Event description:
A discordant, falsely elevated high-sensitivity troponin I (tnih) patient sample result was obtained on an atellica im 1600 instrument. The initial result was not reported to the physician(s). The same sample was repeated on the same instrument twice and a newly drawn sample was repeated on the same instrument twice. The repeated results were considered correct and it is unknown which correct result was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely elevated result.